Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: none. Symptoms/ae: tia. Time of symptoms/ae: fifteen days after the procedure. It was reported that fifteen days after an uneventful stent implant of the left internal carotid artery, the pt developed symptoms of partial hemianopia. An MRI/mra of the brain revealed an old left sided infarction without new changes. No treatment was given and the symptoms resolved sixteen days later. Though requested, no add'l info was available.